Event description:
Philips received a complaint on the suresigns vsi - nbp/spo2/temp/wireless indicating that the device had a frozen screen and then went black. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A field service engineer (fse) went onsite and after checking the equipment and talking to the service, no faults were found. The equipment was working properly. Based on the information available and the testing conducted, we were unable to replicate the reported problem. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. Section d the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Section e reporting institution phone #: (B)(6). Section e reporter phone #: (B)(6).